Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that while preparing for a total knee arthroplasty surgical procedure, it was observed that the robotic-assisted saw interface device was not holding the saw tight. It was reported that the device was loose on the robotic arm. It was reported that as soon as they put the saw handpiece on the interface, the saw interface was moving loosely. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was not returned for evaluation. However, evaluation of a video and photos that were provided were evaluated. Review of the photographic evidence revealed that the reported left-sasi exhibits an overall appearance of moderate wear consistent with multiple uses in a clinical setting. No other defects that could have contribute to the reported issue were observed. However, the video provided showed undesired front and back movement, or play, between the sasi clamp and sasi itself while the saw handpiece was attached. Despite the toggle, no undesired movement was noted between the saw-sasi clamp mechanism and the saw. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to the reported device issue. The issue related to the undesired movement was escalated to a CAPA. The assignable root cause was due to design.